Event description:
During a farapulse pulse field ablation procedure for pulmonary vein isolation, the farawave catheter and faradrive steerable sheath clear were selected for use. The initial ablation of the pulmonary vein was completed without complication. However, while transitioning to the right side, the catheter perforated the superior aspect of the left atrium during maneuvering from the left to the right side. Immediate clinical intervention included placement of a pericardiocentesis, administration of substantial volumes of fluids and blood products, and resuscitative measures in response to a significant drop in blood pressure, ultimately cardiopulmonary resuscitation (CPR). The patient was transferred to the operating room for surgical repair. Despite these efforts, the extensive transfusion requirements led to disseminated intravascular coagulation (dic). The patient passed away in the intensive care unit on (B)(6) 2025. It is unknown whether an autopsy was performed. The devices are not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.